Event description:
Patient stated, " I had my enterra installed monday and I am currently experiencing very bad jolts in my chest every time the stimulator is pulsing. I dont know where to adjust it."